Manufacturer narrative:
Device pending repair.

Event description:
No ac power. No patient involvement. Device is pending repair.

Manufacturer narrative:
(B)(4). No evaluation data was provided to philips.